Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 11th september, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the insert hs fixing screws were missing. Additionally, the photographic evidence indicated that the label was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 11th september, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cover was broken, therefore the insert hs fixing screws were missing. Additionally, the photographic evidence indicated that the label was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cover was broken, therefore the insert hs fixing screws were missing. Additionally, the photographic evidence indicated that the label was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. As stated by subject matter expert at manufacturer¿s all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. To avoid degradation of the shell it is recommended to respect the contact time to wipe with a dry cloth and make sure no liquid residue is left on the device after cleaning. In 2015 a design change improved the braking system and the mechanical durability of upper cover. The user manual mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectants solutions, high concentrations, prohibited products. The new spare part is available as ard368609996 in order to repair the damaged product. Due to upper cover broken, hs fixing screw were missing. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 11th september, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cover was broken, therefore the insert hs fixing screws were missing. Additionally, the photographic evidence indicated that the label was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the insert hs fixing screws were missing. Additionally, the photographic evidence indicated that the label was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6). The initial reporter was clinical biomedical technician from (B)(6). H3 other text : device not returned to manufacturer.